Event description:
Bilateral breast augmentation. Pt developed bilateral capsular contractures. Pt also desires to be larger. Pt underwent bilateral capsulectomies with implant removal - augmentation with mentor saline implants - no difficulty with procedure at all.